Event description:
It was reported to boston scientific corporation in 2008 that a jagwire guidewire device was used during an endoscopic retrograde cholangio-pancreatography (ercp) procedure performed on four days earlier (pt gender, age and weight are unk). According to the complainant, during the procedure, although the lesion was very difficult to cannulate, the jagwire was able to be delivered to the target site. After removal of the guidewire, under fluoroscopy, it was visualized that it had created the pass to the abdominal cavity. However, it was also visualized that the tungsten (tip material) was torn and remained inside the abdominal cavity. The length of the tungsten (tip material) was approx 3 cm. Reportedly, the procedure was completed with another jagwire device. And, it was reported that there was no infection or pt complications. The physician is planning to observe the pt's condition.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unk. According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.